Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer experienced under filling. Verbiage received, - "we had 2 tubes from lot#0316364 that performed as if they did not have a vacuum. The phlebotomist drawing blood was able to draw blood in other tubes but the edta tubes would not fill. I have held the tubes if you should need them back. Please let me know if you do need them or I will discard them at the end of this month. "

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer experienced under filling. Verbiage received, - "we had 2 tubes from lot#0316364 that performed as if they did not have a vacuum. The phlebotomist drawing blood was able to draw blood in other tubes but the edta tubes would not fill. I have held the tubes if you should need them back. Please let me know if you do need them or I will discard them at the end of this month. "

Manufacturer narrative:
H6: investigation summary: bd received 9 samples (2 samples were contaminated) and 3 photos taken of the 2 contaminated samples for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.